Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that the insulin pump had alarmed motor error and no delivery. The customer stated that she was sent another insulin pump. The customer's blood glucose was over 600 mg/dl after programming and attaching the insulin pump. The customer stated that she had not received any unexpected alarms since the high blood glucose issue began. She confirmed that the bolus history displayed all entries based on her recollection. The customer did not have a tubing clamp available in order to perform the high pressure test. The customer was advised to change the entire set, reservoir and insulin and to treat per doctor's instructions. She was advised to call when she received the tubing clamp in order to continue with the troubleshoot process.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.